Event description:
It was reported that a 42-year old female patient underwent breast augmentation revision with two 450cc mentor memorygel breast implants. Post-operatively, the patient underwent breast implant removal and replacement surgery, for unspecified reasons, on (B)(6) 2023. During removal, the left breast implant was discovered to have ruptured. Subsequently, the implants were replaced bilaterally with the following: (left) 530cc mentor memorygel boost breast implant catalog: smpb530, lot: 9840871, sn: (B)(6) and (right) 530cc mentor memorygel boost breast implant catalog: smpb530 lot: 9858038 sn: (B)(6).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 23, 2023, mentor received additional information indicating that the patient suffered breast pain and change in shape. These prompted the revision surgery, where the rupture was discovered.